Manufacturer narrative:
Concomitant medical products: product ID 09100-60 lot# serial# (B)(4) implanted: (B)(6) 2020 product type lead product ID 09100-60 lot# serial# (B)(4), implanted: (B)(6) 2021, product type lead product ID 97745 lot# serial# (B)(4), product type: programmer, patient product ID 97745bp lot# serial# (B)(4). Product type accessory if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when the battery showed approximately 10 percent power left the patient connected the recharger. Within a few seconds the battery had 50 percent charge and the patient charged the battery until it was full. During the night the battery lost 60 percent of the charge and this did not usually happen. The battery did not allow the increase of power on program a2 after decreasing it even if programed to 0 ma. Program a1 can be increased to 11.7 ma. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. On lead 1 there was pole 0 with over 40,000 ohms on impedance, but this was not used with programming. Diagnostics and troubleshooting performed included programming. After new programming intensity could be increased on lead 2 to 16.8 ma and on lead 1 to 17.8. No surgeries were planned and it was unknown if the issue was resolved at the time of report.  It was also noted that when trying to connect the programmer to the ins the programmer asks to connect the recharger and this occurred often. They took the battery pack out and placed it back in and tried again. They changed the patient programmer and the same issue occurred. The issue was not resolved at the time of report. The battery pack sealing is open, the plastic cover was open. They changed the battery pack. The battery pack needed to be taken out of the programmer often. This issue was resolved at the time of report. Additional information received from the manufacturing representative reported that actions and interventions included programming, measurements, and shutting the device off and on again. The issue had not resolved at the time of report.